Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a broken pump 2 door was confirmed during service evaluation. The assignable cause was damage to the pump head doors, hinge area and latch stop. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with broken pump door; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.